Event description:
It was reported that the catheter was removed from a pt and the physician felt the catheter was "flimsy and defective".

Event description:
The physician reported that the catheter was "extremely brittle" and broke easily while being removed.